Manufacturer narrative:
Evaluation summary: results indicate confirmation of a cut in the silicone tubing of the transfer set. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.

Event description:
During the evaluation of a returned transfer set, a cut in the silicone tubing was discovered near the twist clamp. No patient injury or medical intervention was associated with this report.